Event description:
Fire department personnel were treating a pt in full cardiac arrest. The reporter stated that they connected the electrodes to the pt and allegedly the device gave a connect electrodes alarm when the electrodes were attached to the device. The electrodes were replaced with the same result. The als crew then arrived and the pt was connected to a back up device. The pt was not resuscitated. The reporter stated that the device did not cause or contribute to the pt's outcome. The statement was based on the paramedic's assessment of the pt's lack of viability.